Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the extravascular implantable cardioverter defibrillator (ev ICD) implant procedure the physician went too deep and dissected through the rectus fascia. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.